Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze during patient testing and the test was not completed. The screen was unresponsive and the stylus adjusted. The programmer was power-cycled and the issue was resolved. The programmer successfully re-interrogated with the implantable device and no further issues were noted. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze during patient testing and the test was not completed. The screen was unresponsive and the stylus adjusted. The programmer was power-cycled and the issue was resolved. The programmer successfully re-interrogated with the implantable device and no further issues were noted. The programmer remains in use. No patient complications have been reported as a result of this event.